Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated. The device remained implanted. No intervention or patient symptoms were reported.